Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after capsule was placed and the patient left the facility, the patient returned and wanted to stop the study and remove the capsule. The patient consented the study. The customer has requested guidance on removing the capsule. At the end, they did not remove the capsule and sent the patient back home after prescribing lidocaine. There was no reported patient outcome.